Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that during a planned ICD change procedure a lead damage was observed in the proximal area. The lead was explanted.

Manufacturer narrative:
Combination product: yes. Upon receipt, only the df1 connector was received for analysis. The lead body was not returned. The returned lead fragment was found capped 5 cm distal to the df1 connector pin. Furthermore, the analysis showed 2.5 cm distal to the df1 connector pin that the insulation was found damaged and the conductor cable leading to the rv shock coil fractured. These damages probably occurred during the lead removal from the device¿s header due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.